Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. The customer refilled and reused a cartridge to resume insulin deliveries due to running out of new cartridges. The customer's blood glucose level was not impacted. The customer reported that the pump would continue to be used for insulin therapy.